Event description:
The facility reports after bathing a pt, a caregiver removed pt from the bath. While helping the pt out of the hoist, the caregiver reported that the hoist reported that the hoist dropped to the floor. There were no reported injuries.